Manufacturer narrative:
One used unit from list# ch2000sc-10, spiros®, closed male luer w/red cap, 10 units (possible lot # 4957563) was received and visually inspected. No mating devices were returned. As received, the spin feature was activated and was spinning freely. No visible damage or anomalies were observed. The spiros was leak tested and met product performance specifications. No leaks were observed when the spiros was activated and unactivated. Lot history review of lot# 4957563, 4981605 was performed, and relevant commodities were reviewed; no non-conformances were found that would have contributed to the reported complaint. The reported complaint could not be replicated or confirmed

Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer identified two possible lot numbers (plots). The possible lot numbers are 4775306 (expiry date 4/1/2025, MFR date 4/1/2020), and 4806432 (expiry date 4/1/2025, MFR date 4/1/2020).

Event description:
The event occurred at 11:13am and involved a spinning spiros® closed male luer, red cap which was attached to a baxter pump tubing set while infusing unspecified chemotherapy to a patient, when the nurse noticed that it was leaking. The chemo came in contact with the patient's clothing; the patient washed hands with soap and water. The set up was typical pump infusion; the tubing and drug were replaced. There was no blood loss or bleed back and there were no holes, cuts, tears or any defect noted. There was patient involvement, however, no harm was reported as a consequence of this event.